Event description:
The customer reported that the device did not cauterize resulting in excessive bleeding. This was a small bowel resection. They closed with 3-0 silk ligatures. No transfusion was necessary and there was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.